Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. Multiple dry runs were completed successfully with no issues or unable to proceed alerts. The device operated as intended. No faults were found.

Event description:
It was reported that the user experienced recurring occlusion alerts with the ilet during insulin delivery despite multiple supply changes and restarts, including ¿unable to proceed¿ messages during fill tubing; the user uses a teflon infusion set and switched to backup subcutaneous insulin by pen as needed. Symptoms included hyperglycemia with a reported blood glucose of 253 mg/dl and feeling unwell. Outcomes included no reported health consequences beyond transient hyperglycemia. Investigation included communication with the user and analysis of information provided by the user regarding troubleshooting steps and device behavior. Investigation of this case revealed a mechanical problem consistent with an occlusion condition during fill and delivery attempts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.